Event description:
It was reported that during a gyn procedure, the device made a solid tone, but had no error codes and the tip broke off and was found on the pt drape. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 04/16/2009. Info anticipated, but unavailable at this time.